Event description:
It was reported that during a surgical procedure, a drill heated up. The procedure was completed as planned, without a clinically-relevant delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation requires.